Event description:
Boston scientific crm received information that during a routine post implant follow up visit, this right ventricular defibrillation lead (rv) exhibited elevated thresholds. A revision procedure was performed. During the procedure it was observed that the rv lead had dislodged. The decision was made to removed, replace, and return the lead for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a through evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits.